Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported to microvention: claim of postoperative stent deformation. The date of the original procedure when the fred x device was implanted was (B)(6) 2025. Original procedure was successfully completed with no patient health damage. Procedure was very smooth with no trouble. Pta was not done. No too much push had been observed. Aneurysm was complete occlusion. A little bit of a flow delay was observed. No symptomatic complication. A follow-up angiography on (B)(6) 2026, revealed a white, linear radiopaque area at the proximal end of the stent's effective length. Since the patient was asymptomatic, no treatment was administered. It is noted that if symptoms such as progression of in-stent stenosis or decreased blood flow develop in the future, treatment will be considered at that time. No other incident information was provided.